Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that her ipg was explanted on (B)(6) 2010 due to battery depletion. No program parameters were provided to determine if the ipg had reached its expected end-of life nor did the pt recall seeing a low battery warning prior to the reported event. The explanted ipg was returned to the manufacturer for analysis.